Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, bd alaris pump infusion set, when loaded into alaris pump module, modules beeping occluded patient side. No patient harm.